Event description:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center due to the initial complaint of the device states random pressures and then no pressure. During the evaluation it was noted that the device's heater plate is burned. The investigation is ongoing. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported a dreamstation 2 advanced auto CPAP was returned to the third-party service center due to the initial complaint of the device states random pressures and then no pressure. During the evaluation it was noted that the device's heater plate was burned. Further evaluation information was received from the third-party service center. During evaluation it was determined the device is not working properly because the pca has a functional fault. Additionally, the modem and blower box had a functional failure. The blower outlet seal/isolator, blower box, iso port and inlet/outlet seal were contaminated. The bottom enclosure was damaged. The device has been forwarded to the manufacturer for further evaluation. If any additional information is received, a follow-up report will be filed. The device was returned to the manufacturer service center for evaluation, and the customer's complaint of no pressure was not confirmed. During the evaluation, a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the iso port, inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. There were hair-like particles observed on the blower seal, heater plate, and bottom enclosure. The heater plate was observed to have charring/delamination to it. A brown sticky-like substance, likely due to charring of the heater plate, was observed on the heater plate spring. Pil was not able to confirm the complaint of no pressure, or address the symptoms specified. Risk tags associated with this mode of failure include: rmm5, rmm6, rmm82, rmm65, rmm67, rmm69, rmm70, rmm72, rmm74, rmm10, and rmm12. The results of this investigation do not impact the calculated risks as outlined in ER-2248355 (v02). DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center due to the initial complaint of the device states random pressures and then no pressure. During the evaluation it was noted that the device's heater plate is burned. The investigation is ongoing. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due. Further evaluation information was received from the third-party service center. During evaluation it was determined the device is not working properly because the pca has a functional fault. Additionally, the modem and blower box had a functional failure. The blower outlet seal/isolator, blower box, iso port and inlet/outlet seal were contaminated. The bottom enclosure was damaged. The device has been forwarded to the manufacturer for further evaluation. If any additional information is received, a follow-up report will be filed.